Event description:
It was reported that a patient received a system error (se) 2240 (air in set/line) during use of the homechoice machine. This event occurred during the initial drain while the patient was connected. The technical services representative assisted the patient in clearing the alarm. During the troubleshooting it was found that the supply line clamp was open. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Use error-open clamp on unused line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.